Event description:
The customer reported that system will not power up. Procedures needed to be performed in alternate room. No pt or staff injuries have occurred.

Manufacturer narrative:
The ge service rep ordered surge supressor pcb for replacement. He removed and replaced surger supressor. Verify system now boots properly and performs as intended.